Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, she is not pleased with the results because her eye surgeon told her that she would see better within two weeks and that is not the case. Her issue is that she cannot see intermediate or near, which she was told she should. She also doesn't feel confident to drive at night with her current distance vision; although during the day her distance vision is good. No additional information is expected.